Event description:
During an implant attempt of the subject device, connection difficulties relative to the ventricular lead were incurred. Reportedly, the physician was unable to fully insert the lead, prior to tightening the set-screw. It was also indicated that the physician turned the set-screw many times in each direction in an attempt to connect the lead. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
On (B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Anaylsis is pending.